Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Summary: it was reported by a pt's mother that the vns pt experienced an increase in a seizures over the last months and notice the pt was no longer coughing with magnet swipes. The pt was at the seen by the treating nurse who indicated high lead impedance was read and the vns was programmed off. Clinic notes were received dated 04/05/2010 indicating the pt was implanted with vns and had a significant improvement in seizure frequency. The lead and battery were checked and both were within normal limits. Another clinic note date (B)(6) 2011 indicated the pt's device was interrogated and high lead impedance was received. The device was programmed off and was referred for surgery. Follow-up was made with the pt's treating nurse who indicated there was no pt manipulation or trauma associated with the high lead impedance. The nurse indicated that the increase in seizures was likely associated with the high lead impedance as the pt's increase in seizures was not above pre-vns baseline. X-rays were taken and received by the manufacturer. Review of x-rays indicated normal electrode placement. The pin appeared to be fully inserted inside the generator. No acute angles or discontinuities were visualized on the available neck and chest x-ray reviews.